Manufacturer narrative:
Investigation: the device was returned to the factory for eval. A functional test was performed on the device with a reference power supply and a hemopro device. The device did not perform according to specs during the device activation. Based upon the eval results, an electrical failure is being confirmed. (B)(4).

Event description:
The hosp returned a dc extension cable that was used during an endoscopic vein harvesting procedure where two hemopro devices self-activated. No device malfunction was reported for the cable; however, upon investigation on (B)(4) 2012, an electrical malfunction was confirmed. Refer to MFR report#s: 2242352-2012-00200 and 2242352-2012-00201 for the related reports.